Event description:
It was reported by the affiliate that during an unknown procedure, the clip of the device would separate from the device at the second stroke. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning. (B)(4).

Manufacturer narrative:
(B)(4). Crimp the analysis showed that the (B)(4) instrument was returned instead of (B)(4) . The device was returned with the anvil in the close position without preload and extended as the anvil crimp was noted to be insufficient. A (B)(4) reload was received loaded on the device, fully fired and with the spring cartridge lockout normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were found. No conclusion could be reached on why the closure ring crimp was insufficient and the clamping mechanism was damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4) . A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional followup: (B)(6).